Event description:
Pt found to have severe rhonchi, vomitting brown, heme plus emesis, also suctioning some from nasal trumpet. Vacuum regulator not working properly. Ng stopped up. Sets 85-88%, after ng flushed. Hooked back up to described regulator with no suction return. Regulator changed and immediately got 600cc nc drainage returned. Continued with breathing treatment, pt placed on vent at 10:45 am.